Event description:
Premierpro reusable pressure inflation bag used for this patient's arterial line was deflated when I walked into the room after being in what the product directions say is the locked position. Inflated bag back up and it immediately deflated. Replaced bag and is working for now.